Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID iml49jb53 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the right ventricular (rv) lead was crushed. It was also reported a high voltage alert was triggered. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.